Event description:
It was reported by service report that the brakes could not set. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake will not set. If the issue is confirmed the event of brakes unable to engage electronically is not likely to contribute to or cause serious injury or death because the brakes can still be controlled through the manual brake pedals on either side of the bed.